Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist instructed the customer to check on the salt bride, sample diluent, standard a and b, the pump rate and tubing to determine the issue. The ccc specialist instructed the customer to replace and flush the imt tubing with warm water, replace the sample probe tip and sealing, after which the ccc specialist instructed the customer to run dilution check, which passed and quality control (qc), which resulted within the expected range. A siemens customer service engineer (cse) was dispatched to the customer site. While checking the instrument, the cse reseated the salt bridge tubing because it was not properly adjusted in the pinch valve. The cse replaced the x tubing, adjusted the pump rate and sample syringe. The cse then performed dilution check and corrected bias. The cse calibrated the imt module and ran a system check, which passed. The cse ran qc, resulting within range. The cause of the discordant, falsely low na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na result.